Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the patient's most recent system was removed because it didn't help their symptoms. The patient said the lead and stimulator was removed.